Event description:
The contact stated the customer performed normal control tests and had results of 32 and 43 mg/dl. The normal control range is 90-121 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.